Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was an air leak from the cuff. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
One used product and twenty new products were returned for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. During visual inspection, a tear was observed on the inflation line of the used tube near the inflation line tube bond, and the deformation was noted to be uneven. Functional testing was performed by inflating the returned samples using an ICU medical provided syringe. The used sample failed to inflate, while the twenty new samples inflated normally. The complaint of air leakage was confirmed on the used sample due to the observed tear. The probable cause of the tear could not be determined.